Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, t-wave oversensing was noted. Programming changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4). Product not returned.